Event description:
It was reported the extension was broken ¿before the implantable neurostimulator (ins).¿ it was stated the patient experienced ¿no sensation¿ as a result of the event. It was further stated the event was resolved when the extension was explanted and replaced. It was noted that impedance testing was performed and x-rays had been taken, however the results of these diagnostics were not provided at the time of initial report. It was reported the patient was alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37081-60, serial # (B)(4), product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the extension found that ¿all extension wires were broken off approximately 1 cm from the proximal end of the outer insulation¿ and the connector end was separated from the extension. It was also found that ¿a 23 cm section of the proximal end of the extension was twisted.¿ analysis of the implantable neurostimulator (ins) found ¿there was a good impedance on every electrode pair¿ when tested with a known good trial lead. There was no anomaly found with the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated that impedance testing found impedances ¿>20000¿ ohms. It was reported that x-rays taken were ¿normal.¿ it was stated that ¿with the ins they had high impedances (all plots) and with the ins test, they had four high impedances on eight.¿ it was noted that because of this the operating surgeon ¿decided to change the ins.¿ additional information reported a manufacturer representative ¿thought that the fracture was made before intervention.¿